Manufacturer narrative:
(B)(4). The sample associated with this report was returned and analyzed. Visual analysis confirmed that there was a small amount of air present in the cuff. Additional analysis observed a 'clean cut' was present on the tracheal cuff. The wall thickness of the cuff was measured and confirmed that the cuff thickness met all specifications. Leak testing confirmed that there was a leak detected from the cuff body. The device history record was reviewed. The batch was manufactured in accordance with all manufacturing requirements. The manufacturing controls were reviewed and if there had been a leak present prior to release of the product, it would have been detected during manufacturing quality testing. The probable cause was that the cuff likely came in contact with a sharp utensil or object. The instructions for use were reviewed and it was confirmed that it is noted that various bony anatomical structures (e.g. Teeth) within the intubation route or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity.

Manufacturer narrative:
(B)(4).

Event description:
A nurse did a balloon test prior to use. The nurse found the inflated tracheal cuff was leaked the air during the cuff test. There was no patient involved.